Manufacturer narrative:
Medwatch sent to FDA on 12/16/2015 the reporter of the event was asked to return the product for analysis. The reporter indicated the device would not be returned. Device labeling addresses possible outcomes of device leak/deflation and elimination as follows: warnings and precautions: deflated devices should be removed promptly. A patient whose deflated balloon has moved into the intestines must be monitored closely for an appropriate period of time to confirm its uneventful passage through the intestine. Bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. Some obstructions have reportedly been associated with patients who have diabetes or who have had prior abdominal surgery, so this should be considered in assessing the risk of the procedure. Bowel obstructions can result in death. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. Balloon deflation and subsequent replacement.

Event description:
Reported as: the patient had the orbera intragastric balloon placed, and "in the day of the implant occurred elimination of the liquid (fill solution)." Additionally, it was reported that the "patient vomited and the balloon was eliminated through feces." Follow-up clarified that the report of "elimination of the liquid (fill solution)" was referring to deflation of the device.